Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 9.1 cm to 9.4 cm from the connector pin which exposed the outer coil. Abrasions are consistent with constant friction with another implantable device.